Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva tpn bag was leaking from the add port. Upon further inspection of the bag, the customer realized there was a small piece of plastic in the bag. This was noted during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Functional leak testing was performed by filling the bag with water and a leak was observed at the spike port where the cap was removed. A visual inspection was performed and noted the leak at the spike port. The bag was also returned with a particle in a separate bag. The particulate sample was analyzed using attenuated total reflectance fourier transform infrared spectroscopy (atr-ftir) and it was determined the particle was consistent with ethylene/vinyl acetate. The particle had come from the bag. The reported conditions were confirmed. The cause of the leak and particulate could not be determined. Should additional relevant information become available, a supplemental report will be submitted.